Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer had electrocardiogram (ECG) cable noise. The programmer passed incoming tests and no ECG cable was returned with the programmer. However, the ECG connection had cracked solder joints and therefore the printed circuit board was replaced as a preventative. The programmer software was loaded and updated, and the programmer passed final functional and system tests. (B)(4).

Event description:
It was reported there was ECG (electrocardiogram) cable noise. The programmer was returned for repair. There was no patient involvement indicated.